Manufacturer narrative:
Upon further evaluation of the device, the customer¿s reported clogged channel could not be confirmed. Service found the curved rubber adhesive was chipped off, the angle knob was out of specification due to stretching of the angle wire, and the lighting lens adhesive was peeling off, due to handling. Scratches were observed on the insertion tube, tip cover, switch box, scope cover, grip, and universal cord, due to external factors. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device forceps elevation wire channel was clogged. The issue was observed during reprocessing. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found a gap in the adhesive at the distal end. This report is being submitted for the malfunction found by service during the device evaluation [gap of adhesive].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.